Event description:
Called st. Jude/ abbott labs to obtain information on my heart valve. A lifesaving heart device that I believe is required to be tracked as such device, as a life necessary heart valve and they have no records being maintained for same we are told. I need a new valve and the records and such would be significant information as you can imagine.